Manufacturer narrative:
Pt effect of angina and restenosis, as listed in the xience v IFU are known adverse events associated with coronary stenting and are not necessarily an indication of product quality deficiency. Hospitalization is not specifically addressed in the IFU, it is listed in the no-fault risk assessment in addition to restenosis and angina, as a potential post-procedure complication associated with coronary stenting procedures. Angina was likely a secondary effect of the restenosis, which resulted in further hospitalization and treatment with CABG surgery.

Event description:
Reporting status: serious injury/required surgical intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the pt underwent stenting of the pre-dilated proximal lad with three xience v stents. In 2009, the pt presented to the ER with chest pain and was hospitalized. Nitro was given with relief. An electrocardiogram, troponin levels and functional ischemia study were negative. A stress test and echocardiogram revealed severe aortic stenosis. Diagnostic coronary angiography revealed moderate intimal hyperplasia/restenosis, approx 50%, of the middle stent implanted within the proximal lad. This was treated with coronary bypass grafting to the proximal lad, first obtuse marginal and second obtuse marginal, along with aortic valve replacement. The pt was discharged eleven days later. There is no additional info available.